Event description:
Pump was a facility owned pump that had been sent out for service. It was discovered during investigation that the pump was received back with a 2013 drug library installed from a hospital in another state. The pump was upgraded by hospira last year as evidenced by yellow tag on pump indicating that work had been done in house. The library issue was not caught at that time. Mednet history showed "error" on this pump when checked by biomed after incident. Pump was owned by our facility but the peripheral board which houses the drug library was replaced with a peripheral board from another hospital by a distributor. As a result of wrong drug library the patient received too much medication and his bp dropped but recovered to baseline within 20-30 minutes.